Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. No lot number was identified with this complaint therefore, lot history and complaint history reviews could not be conducted. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on the preliminary investigation findings, there has been no change in the criticality for this complaint. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that two knives were blunt during separate cataract surgeries. Alternate knives were obtained in order to complete each procedure. There was no impact to any patient. Additional information has been requested.

Manufacturer narrative:
Two opened knife samples were received in blisters not related to the complaint for the report of being blunt. The knives were seated point down in the blade protector tray. The returned samples were visually inspected and were found to be nonconforming with damaged tips and damaged cutting edges. Penetration testing could not be performed due to the damaged condition of the sample. No lot number was identified with this complaint therefore, lot history and complaint history reviews could not be conducted. Photos attached to the parent complaint were reviewed. Photo number one shows six knives in blisters. Photo number two shows six tyveks from unconfirmed lot numbers. Photo number three is a close up of the lot numbers on four blisters. The knives were sent in blisters unrelated to the complaint. The exact root cause could not be determined from the investigation performed. The damage to the returned samples is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when the product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. The exact root cause for the damaged knife samples is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged tips and damaged cutting edge exhibited on the returned opened samples, is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).